Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: one photo and one sample was received by our quality team for evaluation. From the photo, black foreign matter was observed on the needle hub. From the sample, black embedded foreign matter was observed on the needle hub. Therefore, the team was able to confirm the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. The embedded foreign matter could be generated from the molding process. There is a layer of carbonized material at the injection screw which starts to crack as the carbonized material becomes thicker which thus becomes black particles injected into the mold. The layer of carbonized material was generated from the plastic remains in the plasticizing unit and starts to carbonize on the inner wall of the cylinder and on the screw surface. The injection screw was not adequately cleaned to remove the carbonized layer and there was no preventative maintenance to perform purging to prevent formation of the carbonized layer. An enhanced cleaning to the injection screw for all needle molding press will be performed and a preventative maintenance for all needle molding press to perform purging with dyna purge has been added. Investigation conclusion: sample evaluation from the sample, observed black embedded foreign matter on the needle hub. Able to confirm the customer experience based on the sample evaluation. End user risk assessment as per p-eura document, (B)(4), the severity for embedded foreign matter is negligible (s1) (B)(4) the risk is acceptable as per (B)(4). Root cause description: embedded foreign matter could be generated from the molding process. There is a layer of carbonized material at the injection screw which start to crack as the carbonized material becomes thicker which thus becomes black particles injected into the mold. The layer of carbonized material was generated from plastic remains in the plasticizing unit and start to carbonize on the inner wall of the cylinder and on the screw surface. The injection screw was not adequately clean to remove the carbonized layer and there is no preventive maintenance to perform purging to prevent formation of the carbonized layer.

Event description:
It was reported that needle 21g 1-1/4in tw contained foreign matter. The following information was provided by the initial reporter: "foreign material in the needle hub. There is foreign material(black color) in the needle hub."